Event description:
It was reported that patient experienced stroke. A platinum plus guidewire was used for non-boston scientific (bsc) device implant procedure. During post procedure, the patient suffered a stroke and was diagnosed with an m1 occlusion. The patient was given tissue plasminogen activator and was sent to endoscopy for thrombectomy procedure. The patient was then admitted to the neuro intensive care unit. The implant procedure took two hours due to difficulty of identifying the target vessel and placing the guidewire, caused by the angulation of the implant site. Continued sedation and intubation were required. The patient is currently stable, discharged, and expected to make a full recovery.

Manufacturer narrative:
H10 related report number: added the medwatch report number.

Event description:
It was reported that patient experienced stroke. A platinum plus guidewire was used for non-boston scientific (bsc) device implant procedure. During post procedure, the patient suffered a stroke and was diagnosed with an m1 occlusion. The patient was given tissue plasminogen activator and was sent to endoscopy for thrombectomy procedure. The patient was then admitted to the neuro intensive care unit. The implant procedure took two hours due to difficulty of identifying the target vessel and placing the guidewire, caused by the angulation of the implant site. Continued sedation and intubation were required. The patient is currently stable, discharged, and expected to make a full recovery.